Event description:
Healthcare professional reported "deflation (partial)". Healthcare professional later reported "constant drip when pressure applied. Leak from valve." This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation/ valve leak and/or damage: delamination of the diaphragm valve assessed as adhesive failure. As per the investigation procedure crease, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported, "deflation (partial)". This record is for the right side. Device has been explanted.